Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion of the attachment had been damaged by tool contact. The tool did indicate signs of wear. There were no dimensional deviations noted. On follow-up it was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
A report was received indicating "attachment breakage". No patient impact was reported. On follow-up, it was confirmed that there was no patient impact.